Manufacturer narrative:
The fenestrated bipolar forceps has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. No image or procedure video was provided for review. A review of the instrument log for the fenestrated bipolar forceps instrument (471205-17/ k12211122-0102) associated with this event was performed. Per logs, the instrument was last used on 7-apr-2022 on system (B)(4). The instrument had 10 uses remaining after its last use. This complaint is being reported based on the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, that the joint where the cables passed on the fenestrated bipolar forceps instrument seemed partially burnt. There was no report or patient injury from the last usage of the instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was observed after the procedure, during the packaging step in central processing. The joint where the cables run seemed partially burned. The instrument was inspected prior to use in the procedure, and no abnormality was observed. During the procedure, the instrument did not collide with other instruments and no arcing was observed. No information is available on the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found with thermal damage at the yaw pulley. Black char marks near the distal idler pulley. Any material missing is likely to be thermally induced, rather than mechanically induced. The electrical continuity test passed and there was no damage to the conductor wire¿s insulation. The root cause is attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.